Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is now resolved.

Event description:
It was reported, the patient is unable to establish communication between her ipg and external devices. It was also reported, the patient has not recharged her ipg in approximately a year. The sjm representative met with the patient and confirmed the issues. The patient will undergo surgical intervention as the next course of action.